Manufacturer narrative:
Weight& ethnicity: information unknown, not provided. Date of event: information unknown, not provided. Serial number: unknown, information not provided. Catalog number: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. MFR site: (B)(4). The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Citation: morino, u. M., akagi, t., miyata, m., tsujikawa, a., removal of a baerveldt glaucoma implant and fibrous adhesion for refractory mechanical strabismus, (2020), case rep ophthalmol,11: pp.249¿255. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title: removal of a baerveldt glaucoma implant and fibrous adhesion for refractory mechanical strabismus. A case report was done to describe a (B)(6) japanese woman with secondary glaucoma in the right eye and underwent baerveldt glaucoma implant (bgi; johnson and johnson vision) surgery at 32 years of age due to high intraocular pressure (iop). After surgery, she had severe limitations of the movement of her right eye and binocular diplopia in all gaze positions (strabismus). She underwent two strabismus surgeries as intervention; however, the strabismus was not resolved. The patient felt extreme cosmetic discomfort and sometimes felt diplopia. Although she visited several hospitals for treatment, she could not obtain satisfaction. The previous clinic indicated that the second strabismus surgery was complicated because of excessive adhesions around the bgi plate and resulted in very limited treatment effects. It was also reported that the visual field was severely damaged in the right eye with remarkably limited right eye movement, especially for abduction and infraduction. The patient underwent another surgery wherein the fibrous capsule surrounding the bgi was carefully removed and the bgi plate was removed. Ahmed glaucoma valve implantation was performed as replacement. A copy of the article is provided with this report.